Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "patient dislocated, disassociating the [competitor] inner bipolar component from the constrained liner". A stryker 44mm all poly constrained liner was swapped for another 44mm all poly constrained liner. Rep reported that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "patient dislocated, disassociating the [competitor] inner bipolar component from the constrained liner". A stryker 44mm all poly constrained liner was swapped for another 44mm all poly constrained liner. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation as a result of use outside of indication of a trident liner was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. The IFU qin 4357 ver d which was packaged with the device states 'do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. The trident constrained acetabular insert orthopaedics surgical protocol, literature number: lsp44 rev. 3 ms/gs 03/12 was reviewed and states 'the trident® constrained acetabular insert is designed specifically for the stryker uhr® bipolar head.' No further investigation is required at this time.